Event description:
Rep. Jennifer robinson reported that the pacing system was explanted and replaced due to the patient's twiddler's syndrome. The leads were completely retracted to the pacemaker pocket, and a new system was placed on the opposite side. Philos ii dr-t, MDR 1028232-2009-00082. Selox jt 45, MDR 1028232-2009-00085.